Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to cocr neck corrosion. (Left) additional information received from litigation on (B)(6) 2018. Allegedly the patient was revised due to cocr corrosion: intra-operative and pathological findings included reactive synovium second to metal debris. (Left) confirms that this incident group components are for the left side not the right as originally reported.